Event description:
It was reported that the patient's seizures have increased. The patient was referred for prophylactic generator replacement. It is unknown if the seizures are an increase above the patient's pre-vns baseline frequency. No additional relevant information has been received to date. No known surgical interventions have occurred to date.

Event description:
Additional information was received that the patient was continuing to have an increase in seizure activity, having generalized seizures everyday since the end of (B)(6) 2015. The patient even went to the ER on (B)(6) 2015 due to seizure activity. The patient stated that she was experiencing 3 seizures daily. No additional relevant information has been received to date.

Event description:
Additional information was received stating that the patient underwent generator replacement surgery on (B)(6) 2016. The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Event description:
Additional information was received that the patient was experiencing two to three seizures daily in (B)(6) 2015. The patient was then having three seizures daily in (B)(6) 2015. The patient was being referred for prophylactic generator replacement, though no known surgical interventions have occurred to date.